Event description:
It was reported that the patient, enrolled in a clinical study, with this inflatable penile prosthesis (ipp) experienced dysuria on the same day the device was implanted; therefore, the hospitalization was prolonged. No additional information was reported.